Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) pacing/sensing portion of the lead displayed varying impedance, an increase in impedance, the impedance was high, and the sensing integrity count was noted. It was determined to leave the lead in use. It was also reported the device reached elective replacement indication and in response to the advisory noting the potential for charge timeout events in devices near end of life, the implantable cardioverter defibrillator (ICD)  was prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was later reported that approximately seven days post device replacement, there was an alarm for an increase in the right ventricular (rv) lead impedance and re-programming was performed relative to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.